Event description:
On (B)(6) 2013, a physician performed a novasure endometrial ablation and a tubal ligation. Two days later the pt returned to the hospital complaining of abdominal pain. The pt was admitted on (B)(6) 2013. "It is found that the pt some time ago received a midline colectomy due to crohn's disease. A general surgeon found upon investigation the pt's right cornua appeared necrotic. No bowel burn was reported. The general surgeon performed a hysterectomy". On (B)(6) 2013, it was reported by that the "pt did have a small bowel obstruction". There was " no thermal injury (and) no perforation". The physician reported the "pt is out of the hospital and doing well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).